Event description:
The device was used during a bowel resection procedure. Reportedly, the device was difficult to open. The surgeon performed an ileostomy to complete the procedure. The hosp has reported the pt's condition as satisfactory.